Event description:
It was reported a filter did not appear to open completely following deployment and migrated to the atrium. No retrieval was attempted. The patient was trasferred to another facility where the filter was successfully retrieved during a catheterization procedure. A second filter was not placed. This device has not been received for evaluation. Therefore no failure analysis is available. A lot search was performed and revealed no other complaints to date on this lot number. The co's follow up could not confirm if a pre-placement vena cavogram was perfomred prior to filter placement or if continual flushing of the carrier system during the implant procedure was performed. Co believes these factors may have contributed to this event. However, co is unable to determine the exact cause for this event.